Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactured the s3 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 heart/lung machine cardioplegia displayed stopped recording values during a procedure. There was no report of patient injury.